Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) ) on 04-jul-2023. The most recent information was received on 17-jul-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") in a 41 year-old female patient who had essure inserted (lot no. D60136 ) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2019 she experienced abdominal distension ("bloating"), hypersensitivity ("hypersensitivity"), dermal cyst ("microcyst on the skin of the neck"), visual impairment ("vision that changes and decreases more and more abnormally every 6 months"), amnesia ("memory loss /my memory is failing") and cognitive disorder ("cognitive disorders"). In 2021 she experienced burnout syndrome ("the exhaustion I have suffered for all these years translated into a burn out") and diplopia ("now I see double"). An unknown time later she experienced pelvic pain (seriousness criterion medically important), abdominal pain ("I get up and/or I feel the essure pulling inside my body"), metal poisoning ("suffer from chronic heavy metal poisoning"), insomnia ("difficuly falling asleep and I woke up very often every night, it was the beginning of insomnia"), fatigue ("great daily fatigue"), disturbance in attention ("great difficulty concentrating"), arthralgia ("joint pain"), burning sensation ("burning"), muscular weakness ("loss of strength in limbs (wrists, hips cervica0"), alopecia ("significant hair loss. (Which to date have very little or not at all regrown)"), vision blurred ("my vision is constantly blurred"), osteoarthritis ("osteoarthritis"), intervertebral disc protrusion ("cervical hernia"), acne ("my neck and my face are full of pimples"), eye irritation ("my eyes burn"), dry eye ("dry eyes"), dry mouth ("dry mouth"), dyspnoea ("suffer from shortness of breath"), hyperhidrosis ("excessive and odorous sweating"), bromhidrosis ("bromhidrosis"), food intolerance ("food intolerance") and irritable bowel syndrome ("irritable bowel syndrome"). Essure treatment was not changed. At the time of the report, the insomnia had not resolved. The outcome of visual impairment was unknown. No causality assessment was received for essure with regard to insomnia, fatigue, disturbance in attention, arthralgia, pelvic pain, burning sensation, muscular weakness, alopecia, dermal cyst, visual impairment, hypersensitivity, abdominal distension, amnesia, cognitive disorder, burnout syndrome, vision blurred, diplopia, osteoarthritis, intervertebral disc protrusion, acne, eye irritation, dry eye, dry mouth, dyspnoea, hyperhidrosis, bromhidrosis, abdominal pain, metal poisoning, food intolerance or irritable bowel syndrome. The reporter commented: the consequences were almost tragic. Who can bear not to sleep for so long!! And I'm only talking about sleep... Even if I was an active and sporty mother before all this, today and from the top of my 41 years everything is complicated. Currently, I still don't sleep anymore (even sleeping pills don't work very much). I was treated for depression for a long time, because of this medical wandering, I received no warning. I can't drive more than 20 minutes, that's the maximum concentration I can have. Memorization is very complicated and difficult for me, even shopping is both physically and psychologically painful. After joining an association, I was able to carry out a number of examinations which, finally, all turned out to be positive!! Because before that, no one understood where my ailments came from. I suffer from chronic heavy metal poisoning, food intolerance and irritable bowel syndrome, I am waiting to perform a pelvic magnetic resonance imaging (MRI) to find out if there is any damage around my fallopian tubes. This extreme fatigue is exhausting, constant, endless, unbearable. It is very complicated for me to be in noisy places with a lot of people. I plan to have this device removed once I have done all the necessary examinations and check-ups. All these years without knowing... I alone realized, the link between my condition and this device thanks to a video on you tube about a conference, it was in (B)(6) 2022 . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Batch nod60136production date2015-01-28expiration date2018-01-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The following amendment was made: upon internal review lot number changed from 60136 dlc to d60136. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 04-jul-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") in a 41 year-old female patient who had essure inserted (lot no. 60136 dlc) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2016, the patient had essure inserted. In 2019 she experienced abdominal distension ("bloating"), hypersensitivity ("hypersensitivity"), dermal cyst ("microcyst on the skin of the neck"), visual impairment ("vision that changes and decreases more and more abnormally every 6 months"), amnesia ("memory loss /my memory is failing") and cognitive disorder ("cognitive disorders"). In 2021 she experienced burnout syndrome ("the exhaustion I have suffered for all these years translated into a burn out") and diplopia ("now I see double"). An unknown time later she experienced pelvic pain (seriousness criterion medically important), abdominal pain ("I get up and/or I feel the essure pulling inside my body"), metal poisoning ("suffer from chronic heavy metal poisoning"), insomnia ("difficuly falling asleep and I woke up very often every night, it was the beginning of insomnia"), fatigue ("great daily fatigue"), disturbance in attention ("great difficulty concentrating"), arthralgia ("joint pain"), burning sensation ("burning"), muscular weakness ("loss of strength in limbs (wrists, hips cervica0"), alopecia ("significant hair loss. (Which to date have very little or not at all regrown)"), vision blurred ("my vision is constantly blurred"), osteoarthritis ("osteoarthritis"), intervertebral disc protrusion ("cervical hernia"), acne ("my neck and my face are full of pimples"), eye irritation ("my eyes burn"), dry eye ("dry eyes"), dry mouth ("dry mouth"), dyspnoea ("suffer from shortness of breath"), hyperhidrosis ("excessive and odorous sweating"), bromhidrosis ("bromhidrosis"), food intolerance ("food intolerance") and irritable bowel syndrome ("irritable bowel syndrome"). Essure treatment was not changed. At the time of the report, the insomnia had not resolved. The outcome of visual impairment was unknown. No causality assessment was received for essure with regard to insomnia, fatigue, disturbance in attention, arthralgia, pelvic pain, burning sensation, muscular weakness, alopecia, dermal cyst, visual impairment, hypersensitivity, abdominal distension, amnesia, cognitive disorder, burnout syndrome, vision blurred, diplopia, osteoarthritis, intervertebral disc protrusion, acne, eye irritation, dry eye, dry mouth, dyspnoea, hyperhidrosis, bromhidrosis, abdominal pain, metal poisoning, food intolerance or irritable bowel syndrome. The reporter commented: the consequences were almost tragic. Who can bear not to sleep for so long!! And I'm only talking about sleep... Even if I was an active and sporty mother before all this, today and from the top of my 41 years everything is complicated. Currently, I still don't sleep anymore (even sleeping pills don't work very much). I was treated for depression for a long time, because of this medical wandering, I received no warning. I can't drive more than 20 minutes, that's the maximum concentration I can have. Memorization is very complicated and difficult for me, even shopping is both physically and psychologically painful. After joining an association, I was able to carry out a number of examinations which, finally, all turned out to be positive!! Because before that, no one understood where my ailments came from. I suffer from chronic heavy metal poisoning, food intolerance and irritable bowel syndrome, I am waiting to perform a pelvic magnetic resonance imaging (MRI) to find out if there is any damage around my fallopian tubes. This extreme fatigue is exhausting, constant, endless, unbearable. It is very complicated for me to be in noisy places with a lot of people. I plan to have this device removed once I have done all the necessary examinations and check-ups. All these years without knowing... I alone realized, the link between my condition and this device thanks to a video on you tube about a conference, it was in (B)(6) 2022 . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 04-jul-2023. The most recent information was received on 17-jul-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") in a 41 year-old female patient who had essure inserted (lot no. 60136 dlc) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2019 she experienced abdominal distension ("bloating"), hypersensitivity ("hypersensitivity"), dermal cyst ("microcyst on the skin of the neck"), visual impairment ("vision that changes and decreases more and more abnormally every 6 months"), amnesia ("memory loss /my memory is failing") and cognitive disorder ("cognitive disorders"). In 2021 she experienced burnout syndrome ("the exhaustion I have suffered for all these years translated into a burn out") and diplopia ("now I see double"). An unknown time later she experienced pelvic pain (seriousness criterion medically important), abdominal pain ("I get up and/or I feel the essure pulling inside my body"), metal poisoning ("suffer from chronic heavy metal poisoning"), insomnia ("difficuly falling asleep and I woke up very often every night, it was the beginning of insomnia"), fatigue ("great daily fatigue"), disturbance in attention ("great difficulty concentrating"), arthralgia ("joint pain"), burning sensation ("burning"), muscular weakness ("loss of strength in limbs (wrists, hips cervica0"), alopecia ("significant hair loss. (Which to date have very little or not at all regrown)"), vision blurred ("my vision is constantly blurred"), osteoarthritis ("osteoarthritis"), intervertebral disc protrusion ("cervical hernia"), acne ("my neck and my face are full of pimples"), eye irritation ("my eyes burn"), dry eye ("dry eyes"), dry mouth ("dry mouth"), dyspnoea ("suffer from shortness of breath"), hyperhidrosis ("excessive and odorous sweating"), bromhidrosis ("bromhidrosis"), food intolerance ("food intolerance") and irritable bowel syndrome ("irritable bowel syndrome"). Essure treatment was not changed. At the time of the report, the insomnia had not resolved. The outcome of visual impairment was unknown. No causality assessment was received for essure with regard to insomnia, fatigue, disturbance in attention, arthralgia, pelvic pain, burning sensation, muscular weakness, alopecia, dermal cyst, visual impairment, hypersensitivity, abdominal distension, amnesia, cognitive disorder, burnout syndrome, vision blurred, diplopia, osteoarthritis, intervertebral disc protrusion, acne, eye irritation, dry eye, dry mouth, dyspnoea, hyperhidrosis, bromhidrosis, abdominal pain, metal poisoning, food intolerance or irritable bowel syndrome. The reporter commented: the consequences were almost tragic. Who can bear not to sleep for so long!! And I'm only talking about sleep... Even if I was an active and sporty mother before all this, today and from the top of my 41 years everything is complicated. Currently, I still don't sleep anymore (even sleeping pills don't work very much). I was treated for depression for a long time, because of this medical wandering, I received no warning. I can't drive more than 20 minutes, that's the maximum concentration I can have. Memorization is very complicated and difficult for me, even shopping is both physically and psychologically painful. After joining an association, I was able to carry out a number of examinations which, finally, all turned out to be positive!! Because before that, no one understood where my ailments came from. I suffer from chronic heavy metal poisoning, food intolerance and irritable bowel syndrome, I am waiting to perform a pelvic magnetic resonance imaging (MRI) to find out if there is any damage around my fallopian tubes. This extreme fatigue is exhausting, constant, endless, unbearable. It is very complicated for me to be in noisy places with a lot of people. I plan to have this device removed once I have done all the necessary examinations and check-ups. All these years without knowing... I alone realized, the link between my condition and this device thanks to a video on you tube about a conference, it was in (B)(6) 2022 . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Batch no: d60136, production date: 2015-01-28, and expiration date: 2018-01-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-jul-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.